Manufacturer narrative:
(B)(4). Patient ID was not provided. Age was not provided. Patient weight was not provided. Device lot # was not provided/unknown. Product has not been returned. Product was discarded. Event date unknown. Product no returned to manufacturer.

Event description:
It was reported that abutment screw did not disengage from the abutment when doctor tried to unscrew the screw. It seems that the head of the abutment screw was stripped out. The abutment and screw was removed from the implant by cutting it.

Manufacturer narrative:
The product associated with this complaint was not returned, it was discarded. The complaint could not be verified, as the products were not returned and the functional testing could not be performed. No photographs of the subject screw or the abutment were provided. Therefore, the exact details of the device(s) usage are unknown. The conditions under which the items were subjected are unknown. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.